Event description:
Case description: investigation results: novopen echo plus - batch unknown no investigation was possible, because neither sample nor batch number was available since last submission the case has been updated with following: -investigation results updated. -annex, b, c d and g codes added. -narrative has been updated accordingly. Final manufacturer's comment: 01-mar-2024: the suspected device novopen echoplus has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echoplus. As reported, pen displays the last dose injected and the product flows normally. The reason for unstable blood sugar level leading to hospitalization could not be identified. H3 continued: evaluation summary novopen echo plus - batch unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Unstable blood sugar levels [blood glucose abnormal]. Novopen echo plus because it is unable to transfer data to their librelink app. [Device wireless communication issue]. Case description: this serious spontaneous case from france was reported by a consumer as "unstable blood sugar levels(blood glucose abnormal)" with an unspecified onset date, "novopen echo plus because it is unable to transfer data to their librelink app.(device wireless communication issue)" with an unspecified onset date, and concerned a male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index was not reported. Dosage regimens: novopen echo plus: medical history was not provided. Treatment included - novorapid penfill(insulin aspart). The caller is contacting us about a patient being monitored at the hospital who has reported a problem with a novopen echo plus because it is unable to transfer data to their librelink app. The pen screen displays the last dose injected and the product flows normally. She chose not to disclose her name, position, or health facility contact details. On unknown date patient had been hospitalized due to unstable blood sugar levels and that patient uses the novorapid penfill. She specifies that the patient is currently stabilized. Discharge details unknown. Batch numbers: novopen echo plus: unknown. Action taken to novopen echo plus was reported as unknown. The outcome for the event "unstable blood sugar levels(blood glucose abnormal)" was not recovered. The outcome for the event "novopen echo plus because it is unable to transfer data to their librelink app.(device wireless communication issue)" was not recovered.